Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Correction to e1 (telephone#), and h8. Update to d10 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of "new monitor will not turn on" was not confirmed. Evaluation of the device found that when the power was turned on, the power indicator did not light in green due to a defective mb-1251 board (printed circuit board). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the new monitor didn't start. The issue occurred during preparation for use prior to an unspecified procedure. The intended procedure had a 20 minute delay, but was completed using a similar device. There were no reports of patient harm.